Event description:
Healthcare professional reported " capsular contracture". This record is for the "right" side. Device has been explanted and replaced.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, b1, b5, d1, d2a, d2b, d4, d6a, d6b, g4. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Capsular contracture has been confirmed as baker grade iii.